Event description:
It was reported by the customer that during insertion of power trialysis short-term curved extension dialysis catheter, the catheter got hung up on the guidewire during the normal exchange. Initially, provider thought there was a problem with the catheter, left the guidewire in place and requested a second catheter. The second catheter also hung up on the guidewire in the same way as the first catheter. Upon further inspection, the guidewire is frayed at the distal end. No immediate harm to patient detected. No other information was provided. Additional information received 05/18/2023: the event occurred during a non-emergent trialysis catheter insertion for renal replacement therapy. Event discovered the inserting provider noted the frayed guidewire while attempting to remove the guidewire after threading the catheter into place. The wire remained in 1 piece, no fragments noted. No complications noted. No patient harm.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.035 in. J-tip guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. A section of the guidewire near its proximal end was observed to be damaged. The core wire of the guidewire was found to be intact and unbroken. A microscopic observation revealed the coiled wire of the guidewire in the damaged section was kinked in multiple locations. The damage observed on the returned guidewire appears to have been caused by extreme compression forces and/or excessive manipulation of the guidewire during the insertion process. However, since the catheters reportedly involved in the event were not also returned for evaluation, the root cause of this damage could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer that during insertion of power trialysis short-term curved extension dialysis catheter, the catheter got hung up on the guidewire during the normal exchange. Initially, provider thought there was a problem with the catheter, left the guidewire in place and requested a second catheter. The second catheter also hung up on the guidewire in the same way as the first catheter. Upon further inspection, the guidewire is frayed at the distal end. No immediate harm to patient detected. No other information was provided. Additional information received 05/18/2023: the event occurred during a non-emergent trialysis catheter insertion for renal replacement therapy. Event discovered the inserting provider noted the frayed guidewire while attempting to remove the guidewire after threading the catheter into place. The wire remained in 1 piece, no fragments noted. No complications noted. No patient harm.